Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient¿s ipg is nearing end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgery took place on (B)(6) 2023 where the ipg was replaced to address the issue.

Manufacturer narrative:
Further information requested, not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.